Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received, not yet evaluated.

Event description:
It is reported that a patient was revised due to dislocation.

Manufacturer narrative:
An elevated poly liner was returned for review. As returned, the device is slightly discolored and deformed (egg shape). Due to the deformation, an accurate dimensional analysis cannot be performed. The elevated rim exhibits damage, indicating stem impingement. Device history record (DHR) review of lots 61358752 and 61402089 (sub lot of 61358752) indicates the devices were manufactured to specifications. Inspection documentation shows all devices that were accepted, completed, and sent to inventory met specifications. DHR review shows no deviations to the standard manufacturing process. DHR shows no anomalies or deviations that would have affected the surgical outcome or contributed to the reported event. This device is used for treatment. Review of the complaint history identified no additional complaints for the part-lot combination of the returned device. The stem, shell and head used with the liner are unknown; therefore, compatibility cannot be assessed. The primary or revision operative notes were not provided. The patient¿s activity level and adherence to rehabilitation protocol is unknown. There were multiple follow-up attempts to obtain additional information; however, no additional information was provided. With the information provided, a definite root cause for the reported issue cannot be determined with certainty.